Event description:
Reporter stated that there were a number of instances where outcome of cataract surgery has not been in accordance with past experience of the hosp. This is considered to be due to the settings on the machine as it was delivered. Hosp stated that it had not changed the settings. Pt required repeated surgery to resolve.

Manufacturer narrative:
H-10: a co service rep checked the system and found it to meet its performance specifications. This report was mailed in to FDA on: 1/6/1998.